Manufacturer narrative:
One device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that when the device was opened to prepare for initial use it was observed that the packaging had holes compromising the sterility of the device. This was observed prior to use. This device was not used on a patient.

Manufacturer narrative:
The suspect unit was returned for evaluation. The tray was returned opened without the header bag. A full evaluation could not be performed due to the condition of the returned product. The complaint could not be confirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.